Event description:
It was reported that this right ventricular (rv) lead was exhibiting a gradual rise in pace impedance measurements over the last year which led to a lead safety switch in unipolar and myopotential noise. This resulted in six seconds of asystole due to pacing inhibition. The health care professional (hcp) reprogrammed the device back to bipolar sense in the rv and unipolar pacing and unipolar threshold was 1.7v. The hcp also increased the sensitivity since the patient is pacer dependent. Technical services (ts) suspected the rise in impedance measurements was due to scarring or calcification and recommended programming changes. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead also exhibited a drop in pace impedance measurements from approximately 2000 ohms to approximately 600 ohms which affected the power consumption of the associated pacemaker. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting a gradual rise in pace impedance measurements over the last year which led to a lead safety switch in unipolar and myopotential noise. This resulted in six seconds of asystole due to pacing inhibition. The health care professional (hcp) reprogrammed the device back to bipolar sense in the rv and unipolar pacing and unipolar threshold was 1.7v. The hcp also increased the sensitivity since the patient is pacer dependent. Technical services (ts) suspected the rise in impedance measurements was due to scarring or calcification and recommended programming changes. No additional adverse patient effects were reported. This rv lead remains in service.